Manufacturer narrative:
At this time, the device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received 8 inappropriate shocks to treat a sinus tachycardia episode. The delivery of therapy was attributed to incorrect programming of the implantable cardioverter defibrillator (ICD), made at time of implant. Reasonable evidence suggests therapy could have exhausted during the episode. The ICD was reprogrammed to resolve the issue. No adverse patient effects were reported.